Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/pelvic area/ pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heartbeats irregular, holter monitoring, palpitations, anxiety, light-headed, dizziness, chest pain, ovarian cyst, sexually transmitted infection and tubal ligation. Concurrent conditions included vaginal pain, frequency urinary, dysuria, endometrial thickening, hsil, loop electrosurgical excision procedure, uterine fibroids, heavy periods, hypothyroidism and hashimoto's disease. Concomitant products included norethisterone (micronor)(B)(6) 2012 to may 2012, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 1 month after insertion of essure. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish/ psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("bladder/urinary problems-vaginal infection") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy) and endometrial ablation on (B)(6) 2014). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, vaginal infection and urinary tract infection had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: after insertion there were 3 coils in right tube and 2 coils in left tube. Received treatment for pain, bleeding, bladder/urinary problem-yes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: pelvic pain, dyspareunia, menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : outcome of the events pertaining to pain, bleeding and bladder/urinary problems updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/pelvic area/ pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heartbeats irregular, holter monitoring, palpitations, anxiety, light-headed, dizziness, chest pain, ovarian cyst, sexually transmitted infection, tubal ligation, pap smear abnormal, bleeding genital, dysplasia, menorrhagia, ovarian cyst, uterine fibroid, chronic cervicitis, submucous leiomyoma of uterus and uterine prolapse. Concurrent conditions included vaginal pain, frequency urinary, dysuria, endometrial thickening, hsil, loop electrosurgical excision procedure, uterine fibroids, heavy periods, hypothyroidism and hashimoto's disease. Concomitant products included norethisterone (micronor)(B)(6) 2012 to (B)(6) 2012, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 1 month after insertion of essure. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish/ psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("bladder/urinary problems-vaginal infection") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy) and endometrial ablation on (B)(6) 2014). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, vaginal infection and urinary tract infection had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: after insertion there were 3 coils in right tube and 2 coils in left tube. Received treatment for pain, bleeding, bladder/urinary problem-yes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: pelvic pain, dyspareunia, menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 25-mar-2021: medical record received: medical history, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/pelvic area/ pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heartbeats irregular, holter monitoring, palpitations, anxiety, light-headed, dizziness, chest pain, ovarian cyst, sexually transmitted infection, tubal ligation, pap smear abnormal, bleeding genital, dysplasia, menorrhagia, ovarian cyst, uterine fibroid, chronic cervicitis, submucous leiomyoma of uterus and uterine prolapse. Concurrent conditions included vaginal pain, frequency urinary, dysuria, endometrial thickening, hsil, loop electrosurgical excision procedure, uterine fibroids, heavy periods, hypothyroidism and hashimoto's disease. Concomitant products included norethisterone (micronor)(B)(6) 2012, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 1 month after insertion of essure. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish/ psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("bladder/urinary problems-vaginal infection") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy) and endometrial ablation on (B)(6) 2014). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, vaginal infection and urinary tract infection had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: after insertion there were 3 coils in right tube and 2 coils in left tube. Received treatment for pain, bleeding, bladder/urinary problem-yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: pelvic pain, dyspareunia, menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heartbeats irregular, holter monitoring, palpitations, anxiety, light-headed, dizziness, chest pain, ovarian cyst, sexually transmitted infection and tubal ligation. Concurrent conditions included vaginal pain, frequency urinary, dysuria, endometrial thickening, hsil, loop electrosurgical excision procedure, uterine fibroids and heavy periods. Concomitant products included norethisterone (micronor) (B)(6) 2012 to (B)(6) 2012, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish/ psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced pelvic pain ("plaintiff has suffered physical pain/pelvic area/ pelvic pain"), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and vaginal infection ("bladder/urinary problems-vaginal infection"). The patient was treated with surgery (endometrial ablation on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, depression, anxiety, dysmenorrhoea, dyspareunia, abdominal pain and vaginal infection outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: after insertion there were 3 coils in right tube and 2 coils in left tube. She was planning for essure removal. Received treatment for pain, bleeding, bladder/urinary problem-yes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: pelvic pain, dyspareunia, menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- new events added: abdominal pain, bladder/urinary problems-vaginal infection were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/pelvic area/ pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heartbeats irregular, holter monitoring, palpitations, anxiety, light-headed, dizziness, chest pain, ovarian cyst, sexually transmitted infection and tubal ligation. Concurrent conditions included vaginal pain, frequency urinary, dysuria, endometrial thickening, hsil, loop electrosurgical excision procedure, uterine fibroids, heavy periods, hypothyroidism and hashimoto's disease. Concomitant products included norethisterone (micronor) (B)(6) 2012 to (B)(6) 2012, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On 3-feb-2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 1 month after insertion of essure. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish/ psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("bladder/urinary problems-vaginal infection") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy) and endometrial ablation on (B)(6) 2014). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain was resolving and the menorrhagia, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, dyspareunia, vaginal infection and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: after insertion there were 3 coils in right tube and 2 coils in left tube. She was planning for essure removal. Received treatment for pain, bleeding, bladder/urinary problem-yes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: pelvic pain, dyspareunia, menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received. Concomitant condition added. Events : infection (bladder/ urinary tract/vaginal) type: uti were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heartbeats irregular, holter monitoring, palpitations, anxiety, light-headed, dizziness, chest pain, ovarian cyst, sexually transmitted infection and tubal ligation. Concurrent conditions included vaginal pain, frequency urinary, dysuria, endometrial thickening, hsil, loop electrosurgical excision procedure, uterine fibroids and heavy periods. Concomitant products included norethisterone (micronor) (B)(6) 2012, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced pelvic pain ("plaintiff has suffered physical pain / pelvic area"), 2 years 1 month after insertion of essure. The patient was treated with surgery (endometrial ablation on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: after insertion there were 3 coils in right tube and 2 coils in left tube. She was planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: pelvic pain, dyspareunia, menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2019: pfs and mr was received. New events abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, dysmenorrhea, dyspareunia were added. New reporters were added. Patient demographic was added. Concomitant and historical conditions were added. Concomitant drugs were added. Event onset dates were added. Lab data was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.